Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the laparoscopic partial diaphragmatic plastic with alloplastic mesh procedure, the device was difficult to toggle. The endostitch instrument's clamping mechanism for the needle regularly fails despite proper application. The needle wasn't secure in the jaw. The needle fell into the patient cavity and needles are partially lost in tissue. All the needles were removed and disposed of in the garbage. As a result there was a hematoma. No patient injury was reported.